Event description:
Coil detached without having electrical current applied. Coil had to be retrieved. Coil broke when it was retreived. A stent was placed to pin the broken coil against the arterial wall.